Event description:
It was reported that one infusor elastomeric device was observed with a ruptured reservoir. According to the report, the customer stated that this event was noted during the filling of the device. The reporter stated that there was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 10, 2012 to october 12, 2012. Visual inspection of the returned device identified a ruptured bladder. Microscopic examination of the bladder noted markings on the interior surface, near the rupture line. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be received. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.